Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second and third proglide devices are being filed under separate medwatch MFR numbers. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the body of the device was returned with the anterior cuff in the foot pocket with its tabs intact. A portion of the link was attached to the cuff, the remaining section of the link was broken off. The anterior cuff remaining in the foot pocket after deployment is consistent with and confirms the reported experience of needle cuff miss. A needle to cuff miss occurs when the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. During testing, a proxy plunger was inserted into the device and the needle trajectory was acceptable indicating the needles were not a contributing factor in the event. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the reported cuff miss experienced during the procedure appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.